Event description:
It was reported that the customer received an auto off alarm. Customer reported that there had been no interaction with the pump for an extended period of time due to sleeping. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.